Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed that leakage from y replacement. The reported condition was verified. It was not possible to identify where the leak was located on the component as the picture did not show a specific defect on the impacted set. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during use with a prismaflex st100 set, an external fluid leak was observed from the replacement tube. There was no report of patient injury or medical intervention associated with this event. No additional information is available.